Event description:
Additional information reported the patient had positional stimulation. The patient had increased intensity of stimulation when they were in a vehicle. The issue was resolved with reprogramming. Examination revealed the stimulator was working appropriately. The event was considered resolved without sequelae.

Manufacturer narrative:
Product ID 3550-39, lot# n335806, implanted: 2012 (B)(6); product type accessory product ID 3 778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 355531, lot# n338114, implanted: 2012 (B)(6); product type screening device product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that while the patient was driving to the store the other day, his stimulation turned itself wide open. He ended up turning the stimulation off for a little while and then back on, and then it happened again. It was noted that when the car was turned off the high stimulation stopped. The patient had been in the same car before, and there wasn¿t any new equipment in the car. It was noted that his stimulation went from 3.70v to 4.0v when he checked it a little while ago. The patient¿s stimulation would also change when he used to sneeze. The patient had an appointment with a health care provider (hcp) on 2014 (B)(6). It was noted that he was in the hospital for 4 months due to by-pass surgery. Additional information was requested but was unavailable at the time of this report.

Event description:
Additional information received reported that device interrogation showed that the device was functioning appropriately on (B)(6) 2014. The etiology was due to programming. The event was related to the device or therapy and unlikely related to the implant procedure.